Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing which included all functional testing, defib/pacer stress testing, environmental chamber and bench handling without duplicating the customer's report. The device was recertified and returned to the customer. A review of the device logs showed no evidence of the customer's report. No trend is associated with reports of this type.